Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is handling damage. Product unavailable for analysis

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in a severely tortuous and mildly calcified left main (lm)/left anterior descending artery (lad). The lesion was predilated with a 2.0x20mm maverick balloon. The physician then inserted the taxus liberte' 2.25x32mm drug eluting stent to the lm/lad. The device was unable to advance distal enough, so the device was removed to predilate again. As the device was being removed, the stent came off the balloon and the physician was unable to visualize the dislodged stent. The physician spent "at least an hour" attempting to locate the stent, but was unsuccessful. Due to the amount of contrast already used, the physician elected to stop the procedure. The physician felt the patient may need surgery to remove the dislodged stent. The patient returned to the ccl the following day. A wire was inserted into the lad and the lesion was ballooned and then stented with several stents. The dislodged stent was unable to be located; however, the patient was doing well. It was later determined that surgery would not be necessary. No further patient complications were reported.